Event description:
On (B)(6)2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded descrepant false positive result of 0.41 ng/ml on an (B)(6) male patient. With recent pneumonia, a history of localized prostatic cancer and coronary artery disease, shortness of breath, and epiglottitis. The customer stated that the patient later passed away in ER department (B)(6) @ 17:25. The patient's final diagnosis and cause of death was rml (right middle lobe) pneumonia. The family wished for palliative care only when presented to ER. Return product is available for investigation. Method: date: result: sample: I-stat. (B)(6)2025. 0.41 ng/ml. A- wb. I-stat. (B)(6)2025. 0.00 ng/ml. A- wb. I-stat. (B)(6)2025. 0.01 ng/ml. B- wb. Lab/cch. (B)(6)2025. 62 (ng/l high sens). Ni. I-stat tested immediately. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 03-feb-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot s24233.